Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the unit during activation, resulting in a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer reports a needlestick while using cat 368607 lot 4275563. Per customer, during activation of the safety device, it popped off. Customer states they followed their sop and reported the event to the post-exposure nurse."

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the unit during activation, resulting in a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer reports a needlestick while using cat 368607 lot 4275563. Per customer, during activation of the safety device, it popped off. Customer states they followed their sop and reported the event to the post-exposure nurse."

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. However, a visual functional test was conducted on 20 retained samples to check for defective locking mechanisms and hub/collar separation. The samples passed the test with no signs of damage to the device or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.